Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found foreign material at knob wire. Based on the results of the investigation, it is likely that the following led to the malfunction was due to the device was not reprocessed properly by leak caused by bending section cover. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects in the knob wire. There were no reports of patient involvement.